Manufacturer narrative:
The device was returned for analysis. The device has the distal tip kinked and stretched. Also it has the wire kinked in the middle of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in the anterior tibial artery. A 1.50mm peripheral rotalink&#59408;plus and a rotawire were used to treat and advanced to the target lesion. During the procedure, it was noted that the rotawire became stuck on the catheter and could not be dislodged in either direction. The device was removed together as a unit. The procedure was completed with a different device. Balloon angioplasty was then performed to finish the case. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08449. It was reported that the burr became stuck on the rotawire. The target lesion was located in the anterior tibial artery. A 1.50mm peripheral rotalink® plus and a rotawire¿ were used to treat and advanced to the target lesion. During the procedure, it was noted that the rotawire became stuck on the catheter and could not be dislodged in either direction. The device was removed together as a unit. The procedure was completed with a different device. Balloon angioplasty was then performed to finish the case. No patient complications were reported and the patient's condition was fine.